Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer's insulin pump would continue to prime even when the act button is released. The customer also reported their buttons were unresponsive and the act button was sticking. It was also found insulin was squirting out during the manual prime process. Customer's blood glucose was unknown. The customer also reported insulin continues to drip after the act button is released. Customer requested a replacement insulin pump. The customer also mentioned they were currently hospitalized for an amputation. No additional information provided.